Manufacturer narrative:
(B)(4). Initial report. This is the 2nd revision for infection of this patient. The 1st revision was reported to the FDA under reference (B)(4). Additional information including: operative notes (primary and revision), x-rays (primary and revision) and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of head, liner and insert after 2 weeks due to infection. This is the 2nd revision for the patient.

Manufacturer narrative:
(B)(4). Final report. This is the 2nd revision for infection of this patient. The 1st revision was reported to the FDA under reference 9614209-2024-00284. Additional information including: operative notes (primary and revision), x-rays (primary and revision ) and an update on the patient post revision was requested, however, this information was not provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the event. Based on the available information no further investigation can be conducted. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.